Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pump was being replaced due to an eri (elective replacement indicator). During replacement, a leak in the catheter near the pump was noted. "Upon opening the pump socket it was discovered that her catheter lay directly over the pump refill septum and had been punctured numerous times most likely by the refill needle." The pump infused lioresal 2000, at 466.5 daily dose. The physician turned the dose down to 400 mcg/day considering the possibility of an overdose or withdrawal. Pt experienced no symptoms. Following the surgery, the pt was fine and reported no adverse symptoms.